Event description:
It was reported that the insulin pump alarmed more than once. Nothing further reported.

Manufacturer narrative:
Insulin pump alarmed a33 during basic occlusion test due to loose/protruded drive support disk. Received with minor scratched lcd window, cracked reservoir tube and cracked reservoir tube lip.(B)(4).